Event description:
It was reported that during testing the balloon catheter would not deflate. The balloon was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was performed and no anomalies were found. A used syringe was returned to inflate balloon catheter. The balloon inflated and deflated normally, no issue found. The valve worked normally (B)(4).